Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high sudden increase impedance. The rv threshold was also high. The patient had a fall but no injuries were reported. The lead remains in use. No further patient complications have been reported as a result of this event.